Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. From past investigation, this type of failure has been attributed to instrument coming in contact with other instruments that produce heat during operation. However it cannot be confirmed if the aformentioned cause contributed to the event. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The customer reported that during a shoulder scope procedure the insulation on their vapr s90 4.0mm electrode with integrated handpiece was cracking and the plastic was falling off into the patient's joint. The customer stated that the surgeon removed all of the debris from the patient's joint. The customer reported that the surgeon completed the procedure with another like device from a different lot number with no patient consequences or delays. The customer stated that neptune was used for suction and that the device was activated in the patient. The customer could not provide any further information. The device will be returning for evaluation.